Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: one recanalization catheter was returned for evaluation. The outer catheter and inner guidewire lumen were noted to be twisted throughout the length of the returned device. The outer catheter was noted to be separating from the distal tip of the device. Functional testing could not be performed with the returned device due to the severe material twisting. Therefore, based on the returned device, the investigation is confirmed for material separation and twisted material. The investigation is inconclusive for the reported guidewire incompatibility issues as functional testing was unable to be performed. Per the evaluation result, the inner guidewire lumen and outer catheter were found to be significantly twisted. The twisted material could have contributed to the alleged guidewire compatibility issues. However, it is unknown when the material became twisted. Therefore, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter allegedly would not load onto the guidewire. There was no patient contact.